Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) cannulated extended tab poly screw was broken off. The procedure and patient involvement were unknown. This report is for one (1) mis cannulated x-tab 6x40mm ti. This is report 1 of 2 for (B)(4).